Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the entire system was extracted due to tricuspid valve regurgitation. It was noted that the lead was impinging on the tricuspid valve leaflet and it was decided to remove the system. The patient was in stable condition.